Event description:
Customer reported, the system is not displaying an image during fluoro and the technique is increasing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a connection on a wire going to the image intensifier. System operates as intended.